Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced bleeding, vaginal dryness, mesh exposure, left groin pain, dysuria, dyspareunia, secondary vaginal prolapse, vaginal discharge and pelvic pain. Estrace cream was prescribed. A cystoscopy, removal of the mesh and anterior colporrhaphy were performed.